Event description:
Device report and patient correspondence from synthes europe reports an event in (B)(6) as follows: a female patient underwent implantation of an unknown synthes 10-hole plate and nine unknown screws to treat a humeral fracture of the left arm on (B)(6) 2014. The patient reported increased pain in her upper arm and returned to the hospital on (B)(6) 2015 for an examination and x-rays. An x-ray from the same date revealed non-union of the fracture and that the plate had apparently broken at 5th hole. The patient underwent revision surgery on (B)(6) 2015 and the broken plate and associated screws were removed and replaced with another unknown plate and associated screws. This report is for one unknown screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not reported. There was no allegation of complaint against the screw but it is unknown at this time if there was a screw implanted in the hole where the plate broke. This report is for one unknown screw. Without a part and lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.